Event description:
Dealer alleged that the compressor is noisy. Per independent repair center statement, the unit has a rex roth valve that is stuck, a poppet valve not shifting, saturated sieve beds, leaking muffler, short circuiting power switch, leaking clamps, and leaking zip ties.